Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. A lab done shows elevated cobalt levels. A revision was performed due to increased pain and elevated cobalt levels. Corrosion was noted on the trunnion and a necrotic capsule was removed. Only the head was replaced, as the liner was in good condition. Zimmer biomet product was implanted. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00771100910, lot: 61416336, femoral stem 12/14 neck taper press-fit cementless size 9 standard offset reduced neck length. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02968.

Event description:
It was reported the patient underwent initial right total hip arthroplasty and subsequently, the patient was revised 9 years later due to pain and elevated metal ions. During the revision, necrotic tissue was debrided. Corrosion was cleaned from the trunnion. Only the femoral head was exchanged. No further event information available at the time of this report.